Event description:
It was reported that revision surgery was performed due to the dislocation of the device.

Manufacturer narrative:
The push-in and push-out forces of the liner in the shell are within the normal range of previously tested values. The screw hole damage observed on the backside of the liner may have been due to the liner impinging on a screw head, which may have prevented the liner from fully seating. This would have allowed the liner to become more easily disassociated from the shell.